Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after loading adaptor and reload onto the device handle during a lobectomy procedure, surgeon fired it. During firing, the device suddenly articulated to the left on its own. This caused no harm/injury and the resection was successfully done. After the firing, surgeon checked the reload and found it damaged at black plastic part inside the connection. He/she said that the device inserted directly (without trocar) and that may had been added a large load to the connection. There was no patient injury.